Manufacturer narrative:
The device was received by baxter, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. An external/internal inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical rite testing but failed the functional rite testing due to volumetric accuracy exceeded limits. The device did not meet product specification related to the rite failure. Upon completion of the investigation, the reported problem was verified via the sample analysis and the cause was identified to be deteriorated piston foam. The piston foam was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice device failed fluid volume accuracy testing for over delivery. Device failed during evaluation, no patient involved.